Manufacturer narrative:
From the review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot met the releasing criteria.

Event description:
During a neurovascular procedure the physician was putting the wire in and felt friction. The physician noticed the distal end of the wire was starting to unravel and subsequently removed the guidewire and replaced it with another device. The procedure was completed with no issue and no harm to the patient.